Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the pressure sensor assembly has been identified to be the faulty component. Replacement of the defective component solved the problem.

Event description:
The following was reported to hamilton medical ag: summary: technical event: 233005 (pressure sensor tolerance).